Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was not provided.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 20mm emerge balloon catheter was advance for dilatation. However, the balloon ruptured vertically during the procedure. The procedure was completed with another of same device. There were no patient complications.